Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be sent after investigation.

Event description:
It was reported, after successful deployment, surgeon could not detect flow so he performed a cut down and determined that calcium was occluding the artery. He removed the calcium, explanted the device implants, and closed the artery/incision. When surgeon explanted the device, he said it was perfectly deployed. He said that this was not a device failure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f manta was planned for closure in the left femoral artery. A central positioned access was gained after multiple attempts utilizing micropuncture and ultrasound. The surgeon struggled with getting a wire in during access due to what was believed to be excessive calcium. Difficulties were encountered advancing and withdrawing the procedural sheaths; requiring more force to be applied to the sheath due to the presence of the calcium. Following deployment, time to hemostasis was two minutes after initial pulsatile flow. The manta closure device was deployed successfully. However, no flow was observed under ultrasound. It was determined calcium dislodged and occluded the blood flow; and the surgeon choose to perform a cut down. The calcium was removed, manta was explanted, and the artery was closed. During the surgical intervention, the surgeon remarked manta was deployed perfectly and this was not a manta failure. The instructions for use warns do not use manta in patients with severe calcification of the access vessel. Procedure preparation indicates, confirm via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. Step 2 of exchange and position sheath: note: if significant resistance is felt advancing the manta sheath and introducer into the vessel, this may be indicative of swelling, scar tissue, calcification, or tortuosity. Do not proceed with manta closure as the device may become damaged.